Event description:
The information received from the affiliate states that the dura star ptca coronary balloon was used for peripheral below the knee (btk) procedure. After inflation in the calcified lesion, the physician wanted to retrieve the balloon but the shaft of this dura star broke and stayed in the patient body. The lab tried to retrieve the broken part from the patient but was unsuccessful and the patient was sent to operating room to take out this broken part of device. No patient information provided at the time of this report.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received from the affiliate stating that the patient was a (B)(6) female. Access was made in the right femoral artery. The lesion was described as heavily calcified. The physician first tried an invatec amphirion deep 2.25 x 210 balloon, and a pacific extreme 2.0x 40 (0.018" system)to dilate the lesion but found the pta balloons were not powerful enough. So the physician decided to use a coronary balloon (0.014" system) for the procedure. After another unsuccessful dilation with a ryujin plus otw balloon the physician decided to use a double wire-cutting technique with two wires parked at the lesion at the same time, placing a non compliant balloon on one of the wires, and then dilating the balloon so the other wire will be pushed towards the lesion to cut the lesion so later dilation will be easier. It was noted that the portion of the dura star was separated before it was even inflated after the physician found the two wires with the balloon in between was hard to push, he tried to withdraw the wire with the dura star and the parts were separated at that time. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The information received from the affiliate states that the dura star ptca coronary balloon was used for a peripheral below the knee (btk) procedure. After inflation in the calcified lesion, the physician wanted to retrieve the balloon but the shaft of this dura star broke and stayed in the patient's body. The lab tried to retrieve the broken part from the patient but was unsuccessful and the patient was sent to operating room to take out this broken part of device. Additional information was received from the affiliate stating that the patient was a (B)(6) female. Access was made in the right femoral artery. The lesion was described as heavily calcified. The physician first tried an invatec amphirion deep 2.25 x 210 balloon, and a pacific extreme 2.0x 40 (0.018" system) to dilate the lesion but found the pta balloons were not powerful enough. The physician decided to use a coronary balloon (0.014" system) for the procedure. After another unsuccessful dilation with a ryujin plus otw 2.0 x 20 balloon the physician decided to use a double wire-cutting technique with two wires (boston choice pt2 and fielder fc) parked at the lesion at the same time, placing a non compliant balloon on one of the wires, and then dilating the balloon so the other wire will be pushed towards the lesion to cut the lesion so later dilation will be easier. The reporter indicated that the dura star 2.5 x 15 was hard to push with the two wires in place, therefore he tried to withdraw the wire with the dura star and the balloon separated at this time. The balloon was never inflated. Excessive force was used to remove the balloon catheter from the vessel. The cordis fire star rx ptca dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. One non-sterile sakura dura star, 2.50 x 15 was received coiled inside 2 plastic bags. Separation was detected at 119 cm from proximal end. The distal section was not received. The broken section appears to be elongated. No more other anomalies were found. Analysis result showed that the catheter separation surface presented evidence of twisting and elongation. Reverse bending/ twisting could be related to these surface characteristics. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter. The failure "body/shaft separated-in patient" reported by the customer was confirmed. The exact cause of the reported failure condition could not be conclusively determined. During the manufacturing process there are controls to detect this condition. Based on the information available for review, there are vessel characteristics (heavy calcification) and procedural factors (double wire-cutting technique) that may have contributed to the reported event. Based on the device history record review and the product analysis, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.